Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-6449 for a description of the other device. It was reported to boston scientific corporation in 2007 that a resolution clip device was used during a colonscopy procedure performed the same day (male patient, age and weight are unknown). During the procedure, the clip would not separate from the delivery catheter. The physician ended up cutting the wire at the end of the clip handle and used device as is and the clip deployed successfully. A second resolution clip device was used during this procedure.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.